Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. (B)(6).

Event description:
It was reported that an issue involving the guidewire coating occurred. A 300cm, 8cm v-18 control wire was selected for use in a balloon dilatation procedure of the left lower limb. A supporting catheter was utilized to access and open the vessel over the 0.018 guidewire. After the guidewire entered the patient, the coating was observed to have fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. It was further reported that the soft tip at the front end of the guidewire peeled off during the procedure, and the coating on the posterior part of the guidewire was found to be detached. This damage occurred during use. The lesion itself was not particularly challenging, and the patients anatomy did not contribute to the issue. The guidewire was inserted through an 18-french support catheter but became stuck at the distal end. When the physician attempted to retract the guidewire, the coating at the distal end fractured. The event was not attributed to any patient factors, and procedural factors were not believed to have contributed to the reported issue.

Event description:
It was reported that an issue involving the guidewire coating occurred. A 300cm, 8cm v-18 control wire was selected for use in a balloon dilatation procedure of the left lower limb. A supporting catheter was utilized to access and open the vessel over the 0.018 guidewire. After the guidewire entered the patient, the coating was observed to have fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).e1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).